Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving remodulin (10 mg/ml at 9.062 mg/day) via an implantable infusion pump. Relevant medical history was not provided at the time of this report. It was reported that at the most recent refill visit on (B)(6) 2015, the patient had an expected vs actual difference that was outside of specifications. The expected residual volume was 7.4 ml and the actual residual volume was 17 ml. No adverse events were reported. Interventions were not provided as of the date of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) via the clinical study reported that at a refill done on (B)(6) 2016 the expected residual volume was 8.4ml and the actual residual volume received was 18ml. It was noted that no actions had been taken.

Event description:
Information was later received from a healthcare provider (hcp) via a clinical study indicating that at the most recent refill on 2015 (B)(6), the expected residual volume was 8.3ml and the actual residual volume was 17ml. There were no adverse events reported

Event description:
Additional information received from the health care provider (hcp) via the clinical study reported that at a refill done on (B)(6) 2015, the expected residual volume was 8.3ml and the actual residual volume received was 19ml. It was noted that no actions had been taken.

Event description:
Information was later received from a healthcare provider (hcp) via a clinical study indicating that at the most recent refill on 2015 (B)(6) the expected residual volume was 8.4ml and the actual residual volume received was 18ml. No adverse events were submitted

Event description:
Additional information received from the health care provider (hcp) via the clinical study reported that at a refill done on (B)(6) 2015 the expected residual volume was 8.4ml and the actual residual volume was 18.7ml. It was noted that no actions had been taken.

Event description:
Additional information received from the health care provider (hcp) via the clinical study reported that at a refill done on (B)(6) 2016 the expected residual volume was 8.4ml and the actual residual volume received was 17ml. It was noted that no actions had been taken.

Event description:
Additional information received from the health care provider (hcp) via the clinical study reported that at a refill done on (B)(6) 2016 the expected residual volume was 8.3ml and the actual residual volume received was 19ml. It was noted that no actions had been taken.

Event description:
Additional information was received from a clinical study via a healthcare provider (hcp). A refill was done on (B)(6) 2016. The expected residual volume was 8.4ml while the actual volume found was 17ml. No actions were taken. The clinical site was queried to see if the patient had any related symptoms. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that investigation into the recurrent volume discrepancies was ongoing. Troubleshooting had not been performed on the pump, as the pump was still implanted in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) via the clinical study indicated a refill was done on (B)(6) 2017 and a volume discrepancy was present. It was noted the expected residual volume was 8.4 ml and the actual residual volume was 16.5 ml. Device malfunction (11) was reported and no symptoms noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the expected volume was 8.3 ml and the actual volume removed was 17.5 ml. A device malfunction was reported and the patient denied any symptoms prior, during, or after refill. This occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) via the clinical study reported at a pump refill on (B)(6) 2017 the expected residual volume was 8.4 ml and the actual residual volume was 17.5 ml. Device malfunction (12) was reported and no symptoms noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the expected volume was 2.8 ml and the actual volume removed was 14.3 ml. A device malfunction was reported and the patient denied any symptoms prior, during, or after refill. This occurred on (B)(6)2018. No further complications were reported/anticipated.

Event description:
It was reported at a refill visit the difference in the programmer expected residual volume (erv), 9.3 ml, and the actual residual volume (arv), 18 ml, was outside of specifications. No adverse events were noted. The drug being delivered via the device system was remodulin. If additional information is received, a follow-up report will be sent.